Manufacturer narrative:
An investigation has been initiated based on the reported information. Upon completion of the investigation, a follow-up report will be submitted.

Event description:
A facility reported an implanted microsensor (ID 826851) started to read high icp values up to 134. These high values were present after about 5 days of implantation. A cerelink monitor and patient cable were replaced and there was no change. No patient injury reported. No additional information was provided after several attempts.

Manufacturer narrative:
The microsensor (ID 826851) was not returned for evaluation and lot number information has not been provided; therefore, an evaluation of the device could not be performed, and device history record (DHR) could not be reviewed. The root cause(s) of the reported issue could not be determined. If additional relevant information becomes available in the future, this complaint will be reopened, and the respective evaluation performed. Trends will be monitored for this and similar issues. At present, we consider this complaint to be closed.

Event description:
N/a.